Manufacturer narrative:
Section a6: unknown/ not provided. Section d6b: if explanted, give date: not applicable, as lens was not explanted. Section e1: reporter: middle name: unknown/ not provided. Section e1: reporter: email address: unknown/ not provided. Section e1: reporter: address: address - line 2: unknown/ not provided. Section e1: reporter: address: address - line 2: unknown/ not provided. Section e1: reporter: city: unknown/ not provided. Section e1: reporter: address: state, province, or territory: unknown/ not provided. Section e1: reporter: post office or zip code:: unknown/ not provided. Section e1: reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that both the haptics of the monofocal preloaded intraocular lens (iol) were stuck to the iol and surgeon had to use two sinski instruments to detach them. No further information is provided.

Manufacturer narrative:
Additional information section d9: device available for evaluation: no, however, photo was available. Section d9: returned to manufacturer: product was not received, however, photo was received. Section h3: device evaluated by manufacturer: no, however, photo was evaluated. Device evaluation: no suspect product was received; however, a photo was provided by the customer. The customer provided photo was evaluated and it could be observed the haptics stuck to the optic of the lens. Conclusion: the complaint issue unfolding issue was not identified during photo evaluation. The observed issue haptic stuck to optic is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.